Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was done for resonate screws (2), which are backing out of the plate post-operatively.